Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot confirmed, it appears that the patient's stenosis was likely caused by the calcification noted. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the healthcare provider indicated that there was no malfunction of the edwards device. The op report also documents that this was a recurrent aortic stenosis. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 14 years due to recurrent prosthetic aortic valve stenosis with calcification. Per the op report, cardiac catheterization demonstrated normal left ventricular ejection function with nonobstructive coronary arteries. There was evidence of peripheral vascular disease. Aortic valve area was 0.7 cm2. Echocardiogram demonstrated an ejection fraction of 50% with evidence of severe aortic stenosis. The patient was consented for redo aortic valve replacement as her best long-term treatment option. During explantation, inspection demonstrated a prosthetic aortic valve with evidence of severe valvular stenosis. The prosthesis was carefully excised and the annulus debrided. A 19 mm magna pericardial tissue heart valve was implanted. Excellent seating of the valve prosthesis was demonstrated with nonobstruction of the coronary ostia. During the rewarming process, the patient demonstrated stable hemodynamics. Transesophageal echocardiogram demonstrated a well-seated valve prosthesis without evidence of a paravalvular leak, and/or valvular insufficiency.